Manufacturer narrative:
(B)(4). Batch # n55a2h. The analysis found that one pve35a device was returned with no apparent damage and with no cartridge reload present. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event could not be confirmed as no short cut- absent cut was noted during functional testing. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Manufacturer narrative:
(B)(4) date sent: 9/29/2016. Batch # unk. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What type of procedure was the device used in? How was the device removed from the patient tissue? Did the jaws eventually open? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? Is the device being returned for evaluation?

Event description:
It was reported that during an unknown procedure; while the surgeon was using the device to ligate the vessel, the jaws did not open when the surgeon tried to release. The faulty equipment was removed from the sterile field and kept for further investigation. The procedure was completed using same like device. There were no adverse patient consequences reported.